Event description:
Part of tampon tore off and got stuck inside me - vagina [foreign body in reproductive tract]. As I was taking the tampon out today part of it tore off and got stuck inside [complication of device removal]. Part of tampon tore off, it was from the actual cotton part [device breakage]. Consumer contacted via e-mail and stated that as she was taking the tampon out part of it tore off and got stuck inside her, it was from the actual cotton part. No serious injury was reported.

Manufacturer narrative:
31-aug-2020 product was updated to tampax tampons pearl pearl regular-normal non deodorant. 04-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Part of tampon tore off and got stuck inside me - vagina [foreign body in reproductive tract]. As I was taking the tampon out today part of it tore off and got stuck inside [complication of device removal]. Part of tampon tore off, it was from the actual cotton part [device breakage]. Case description: consumer contacted via e-mail and stated that as she was taking the tampon out part of it tore off and got stuck inside her, it was from the actual cotton part. No serious injury was reported.